Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that the orientation of the intraocular lens (iol) in the right eye changed 50 degrees counter-clockwise, 1-day post implant. Lens repositioning was attempted approximately 3-months post implant, but the iol was adherent to the optic opening. The iol was left it in the same position within the capsular bag. Lasik to address residual refractive error was recommended.